Event description:
It was reported by the patient that there was a leak near the junction between the titanium adapter and the patient adapter during use. There was patient involvement, but no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). During the evaluation, the patient connector was found to be out of specification. An additional complaint ((B)(4)) was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation, and the reported issue of a leak could not be confirmed. Visual inspection, leak testing, clear passage test and clamp function tests were performed with no issues noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.